Event description:
It was reported to physio-control that the customer's device would not power on; neither on dc or ac power. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the device and verified the reported failure. The third-party service agent then replaced the power pcb assembly and verified proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the power pcb assembly and determined that the cause of the reported failure was due to a capacitor, designator c4 on the power pcb assembly having shorted. This capacitor, designator c4 having shorted, caused a land within the board to open which prevented the device from turning on.